Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t4. The device was evaluated upon receipt. Temperature sensor is not measuring correctly. Replaced tank harness. Passed all tests with sr-28-ttmt-0003 rev.2. The initial reporter phone number that is provided is (B)(6), the complete initial reporter zip code that is provided is (B)(6). A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failure due to error 77 (non-recoverable system error). Per follow up information received via email on 21aug2024, the device would be sent to the warehouse. Issue was not resolved. The error was identified in a presentation, there was no patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failure due to error 77 (non-recoverable system error). Per follow up information received via email on 21aug2024,the device would be sent to the warehouse. Issue was not resolved. The error was identified in a presentation, there was no patient.